Event description:
It was reported that the patient¿s programmer was showing a ¿flashing ins battery¿. It was stated that the manufacturer¿s representative was made aware of the issue at the patient¿s programming session friday (B)(6) 2014. It was stated that turning the ins off, patient programmer off, then turning it back on could rid the issue, but that it would come back. It was noted that the patient was not having ¿normal stimulation¿. It was reported that a patient had a shocking or jolting sensation whenever she turned her stimulation on, and that it was worse when the patient was lying down than when upright. It was reported that the shocking sensation occurs at the implantable neurostimulator site, not in the area of paresthesia. It was stated that the shocking goes away after about 30 seconds. It was noted that the patient had changed the ¿soft start¿ time to 8 seconds, but that it didn¿t address the issue. It was stated that the patient uses voltage in the 1.5-2v area and had a paddle lead. It was stated that the shocking sensation was ¿better now than it used to be¿. It was reported that the patient had a loss of therapeutic effect. It was reported that when the patient was standing, the stimulation turned off. It was clarified that when this happened, the patient checked the patient programmer and stimulation would show on, but the patient didn¿t feel stimulation. It was stated that the patient ¿tried to move around some to get stim feeling back¿ and that she tried 3 times with the patient programmer before it came back on. It was stated that the patient only experienced loss of stimulation sensation while upright, and it was stated that it was random. It was reported that the patient saw a ¿565-call your doctor¿ code on the patient programmer while doing a lead connection check (lcc). It was noted that the patient had ¿xl cone on lying¿ and ¿xs cone on upright¿ and it was stated that this was done to address the intermittent loss of stimulation. It was stated that when the patient checked her ins with the patient programmer, she was upright but the programmer showed her in the lying position. Additional information received reported that the patient was still having issues with the 565 code. It was reported that the ¿center ipg icon¿ on the programmer was blinking despite the battery being half full. Additional information received reported that the patient couldn¿t adjust stimulation. It was reported that ¿last friday¿ the patient had been seen by her healthcare professional (hcp) because it ¿started acting up¿. It was reported that the patient got an ¿adjustment¿ at that time. It was stated that things were ¿fine until yesterday¿ when she lost stimulation while standing (see crts 3044268). It was stated that this morning it started to do the same thing and completely went off. It was stated that the patient restarted it, but now it was on and felt ¿kind of like fluttering¿. It was stated that the settings were ¿exactly the way it should be¿ but it didn¿t feel the same. It was stated that no codes had been seen on the recharger. It was stated that the patient charged once a week and it has been taking 2.5 hours, which was normal for the patient. Additional information received reported that the patient had received a replacement programmer, but was still seeing the 565-call your doctor code on the screen. It was reported that the patient was concerned there was something wrong with her implant because ¿when she pressed on the ins site she got an increase in stimulation and ironically her lead was a 5-6-5¿. Additional information received reported that the patient¿s ins was scheduled to be reoriented on (B)(6) 2014. It was noted that the position range would be changed to ¿lessen the lying back segment¿. It was reported that the patient was currently using a non-adaptive stimulation group which was previously set. It was reported that impedances were in range, and that reprogramming was scheduled for (B)(6). It was stated that the cause of the shocking has not yet been diagnosed. It was noted that the patient¿s anecdotes on the duration (30 sec-5 min) and sensation of the shocking ¿varied with each interaction¿.

Event description:
It was further reported that the patient was receiving effective stimulation. The issue the patient experienced was a transition issue and once she read the book on her device she understood how it worked. The patient was doing well. The 565 code was a communication code and had not occurred again. No device malfunctions were noted.

Event description:
It was further reported that when the patient was walking, it would take a while to kick into upright/mobile mode. It would also take a while to kick into just upright from upright/mobile, thus, the patient had higher stimulation when she initially sat down. The reporter was advised that the transition time was fixed at 2 minutes, and could not go any lower. The mobility was turned down to low from 2. The issue regarding the stimulation shutting off was continuing to be an issue and had happened twice the week of the report. The patient also stated that the 565 error code occurred when she did not do the llc. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a company representative met with the patient and multiple events were noted. When the patient went from sitting to lying the stimulation was not turning down with adaptive stimulation (as). The voltages were turned down for lying. The issue was attempted to be resolved by manually turning down amplitudes and staying in position. The patient was advised to keep a log. Secondly, when the patient was sometimes walking and went to sit down, it would still say "upright and mobile" instead of just upright. The 565/call your doctor code was still displayed. It was reviewed that this was expected when the patient ran an lcc check with as enabled. Another company representative had instructed the patient to do the lcc. In addition, when the patient was most active, they would stop feeling stimulation. This also would occur when the patient was sitting. The patient reported one occurrence of walking at ball game and stimulation just stopped while patient was walking out. The patient synchronized and then when she resynchronized again "it started back up". This occurred on group b, position was upright and amplitudes were at expected values but stimulation didn't start until she pressed sync key. This occurred once a week. Impedances were within range. There was no cycling or scheduled therapy. The bottom of the stimulator tended to sink in and the top portion "comes back a little bit." It was reviewed that the position could contribute to the report of amplitude not changing from position. During the visit, the stimulatordid accurately detect the patient change. It was noted that the patient had fallen 3 weeks prior, but the issues started prior to the fall. It was recommended that the patient could be given 2 programs. One with as and one without as. The patient was advised to keep a log of the displays on the programmer. It was noted that the programmer icons blinked when they were making adjustments as well as not adjusting amplitude.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported that stimulation would randomly shut off. It was noted that it happened most when the patient was active or exerting herself. It was noted the neurostimulator would be on but stimulation would revert back to zero and the patient would have to manually increase stimulation again. It was noted that originally the sensing function of the implant was thought to be the issue, but it was happening even when sensing was turned off. It was logged that for a handful of times, the neurostimulator battery would flash and the patient would have to sync with the implant to get the neurostimulator battery icon to stop flashing. It was reported that it seemed to be fine when the patient was on the couch. It was logged there was an error code 565 since (B)(6). It was reported it had gotten to the point where the patient was taking oral medication because she could not trust that the stimulator would work for her. It was reported that the day prior to report when the patient needed it the most, the stimulation was not working for her. It was logged that the patient was going to meet with a manufacturer representative on (B)(6) for further troubleshooting/programming.

Event description:
It was further reported that the issues were still ongoing. It was stated that when the patient went to "upright and mobile" it was not turned up high enough. A company representative was advised that amplitudes can be assigned to positions with a clinician programmer. The 2 minute transition time was also reviewed and the patient was again reminded of this. The patient was advised to sync when they didn't feel stimulation and not what position the stimulator was detecting at that time, as it was still turning off/kicking back in when the patient went to sitting from lying. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative. It was noted the patient had appointments on (B)(6) 2014.